Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr , customer meter and retention strips: 2.9 inr . Marcumar 4: retention meter and master lot strips: 3.2 inr, customer meter and retention strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 3% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer's daughter stated they received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.2 inr and the result from the laboratory was 2.4 inr on (B)(6) 2018, the meter result was 4.7 inr and the result from the laboratory was 2.7 inr the laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.